Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. The lead was returned with the helix distorted. After straightening the helix it was possible to extend and retract the helix within specification. The helix was most likely damaged during implant. Blood was present in/on the helix mechanism and the helix mechanism sleeve head.

Event description:
It was reported that during an implant attempt the lead helix extended unintentionally while it was being manipulated in the subclavian just outside the introducer. The helix appeared to catch tissue and bend as it was advanced. The lead was removed and replaced. No patient complications have been reported as a result of this event.